Manufacturer narrative:
Conclusions: the explanted device was received on (B)(4) 2018 for investigation. Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was detected during device investigation and determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Also, according to further information received from the field, a CT scan performed whilst the device was implanted indicated also a dislocation of the floating mass transducer from the long process of incus. A contribution of such dislocation to the reported problem cannot be totally excluded. This is a final report. Correction of report information: the complaint was initially submitted on (B)(4) 2017, to medel hq for a vorp503 device, thus not yet approved in the us. However, further information received on (B)(4) 2017, revealed that the concerned device is indeed a vorp502 and the event became reportable to FDA. An initial report was timely sent on (B)(4) 2017. Please, disregards previously sent dates of reportability awareness and consider (B)(4) 2017, as the correct one.

Event description:
The recipient described intermittent hearing with the device on the left side. At one point the user did not hear anymore with the vorp and stopped wearing the audio processor. A sensation of something moving behind the eardrum was described. In (B)(6) 2017 it was confirmed that the recipient was implanted with a vorp 502 on the left side. In (B)(6) 2017 re-implantation took place. In (B)(6) 2017 the device has been received in innsbruck for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient described intermittent hearing on the left side. At one point he did not hear anymore with his vsb and he stopped wearing the audio processor. The patient describes a sensation of something moving behind his eardrum.

Manufacturer narrative:
Based on the received information, damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The device was explanted, but has not been received for investigation yet.

Event description:
The patient described intermittent hearing on the left side. At one point he did not hear anymore with his vsb and he stopped wearing the audio processor. The patient describes a sensation of something moving behind his eardrum. The device was explanted but the device has not yet been received for investigation.